Event description:
The machine sounded a high-piched noise and then triggered a general system failure alarm and, thereafter, the screen went blank and the machine stopped. The staff tried to manually return the pt's blood, but they were not successful. A blood loss of 152 ml was reported. No other clinical consequences were reported. The machine was inspected by the facility's biomed. The reported condition could not be duplicated. The machine was returned to service.